Manufacturer narrative:
Reported event: an event regarding revision due to dislocation involving a mdm liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection, functional, dimensional and material analysis of device could not performed as no device is return for examination. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event revision due to dislocation involving a mdm liner was reported. The event was not confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as returned devices and more medical documentation are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
As reported: "pt. Presented after multiple dislocations of an mdm (right) total-hip, due to heterotopic-bone-growth/osteophyte-caused impingement around the acetabulum. Surgeon removed excess heterotopic-bony-structures, then changed the femoral head and mdm components as part of his protocol for this sort of revision...surgeon opted to use a femoral head that mated with the stem's v40 taper instead of using another 'v40/ c-taper sleeve'". Spoke to rep. Due to heterotopic bone growth, impingement was being caused during certain points of movement, levering the adm/ mdm poly out of the mdm metal liner. After removing the impinging bone growth, the adm/ mdm poly insert, 28 +0 c-taper head, and adapter sleeve were revised to another adm/ mdm poly insert (same catalog number) and 28 +0 v40 ceramic head. Rep confirmed there are no allegations against the revised head and sleeve, provided the revision usage sheet, and confirmed that no further information will be released by the hospital or surgeon.